Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2016 during idesign surgery support the physician commented that he experienced a flap tear on (B)(6) 2016 on the right eye of a (B)(6) female when attempting to dissect the flap with flap lifter. Flap was lifted and excimer treatment was completed. A bandage contact lens was applied. Pre-op mr right eye -6.87 -1.00 x 158. Best corrected visual acuity (bcva) 20/12.5. Post-op mr right eye on (B)(6) 2016 +1.00 -0.75 x 018. Bcva 20/20.